Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced an oxygen sensor failure and after component replacement in november 2024, the ventilator has still not work properly. Review of the error log provided contains a record of a ventilator inoperative code. There was no harm or injury reported. Ventilator inoperative code e-80 identified in the error log indicates the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. This issue would replacement of the oxygen proportional valve, a component of the active exhalation control module, to address the issue. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.